Event description:
It was reported that there was a volume discrepancy and the catheter was subsequently found to be kinked at the proximal segment during a dye study. It was believed that the kink was the cause of the volume discrepancy, as the total volume of 40ml was found at refill. The patient was experiencing an increase of pain for a 2 week period. The catheter did need revision, but the patient was ¿not ready¿ to schedule a surgical procedure. It was later reported that the catheter revision was not being scheduled, as the patient was opting for ¿oral treatment¿ and was not yet consenting for another surgery due to ¿being tired¿.

Manufacturer narrative:
Concomitant product: product ID 8731sc, lot# 0205479202, implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the device system was used to deliver morphine.